Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator restarted while being prepared for clinical use. There was no report of harm. The device was removed from service for evaluation. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. Diagnostic codes 1107 and 3007 were verified in device event log. Per the v60 service manual, diagnostic code 1107 indicates the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. Noted: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The bme requested onsite service for possible central processing unit (cpu) printed circuit board assembly (pcba) replacement. Investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) and updated the software options. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The component was visually inspected, and no issues were found. The pil technician installed the system central processing unit (cpu) printed circuit board assembly (pcba) into a pil v60 standard test bed (stb) for testing and reported the stb unit operated as expected on all power sources alternating current (ac) and battery combination, ac exclusively, battery exclusively. The device event log from the cpu pcba was reviewed and the following error codes were noted: 1101,11:33.37pm,06-16-2002,ventilatorrestarted. 3007,11:33.36pm,06-162002,0003ab64:0:106:../source/bdsetting.cpp. The stb, with the suspect cpu pcba installed, was powered on and left running overnight for a period of approximately sixteen hours with ac power and internal battery power available. The error codes of related issues could not be duplicated. The stb, with the suspect pca installed operated as expected without issue or error code. The dc power voltages noted on the cpu for 3.3vdc (volts direct current), 5vdc, 12vdc, and the 35vdc were intact and within specifications. The pil part analysis resulted in no problem found conclusion; and verified the cpu pcba operates as expected.